Manufacturer narrative:
Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Attempts to obtain any additional information on the incident and the product involved were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced an adverse event during a normal device follow up visit. The patient was successfully treated without any other additional adverse patient effects reported. The device remains implanted and in service. The model and serial number of the device is currently unknown. Attempts to obtain additional information regarding this occurrence is currently being made.